Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, extension tubing leaking was noticed. It was reported that the patient switched to another tubing and successfully continue infusion. No patient injury reported.